Event description:
It was reported that during a prostate procedure the fiber was noted to have commenced "stopped side firing/combined end/side with pulsatile firing - fiber rotating in sheath". The procedure was completed with a second fiber. No injuries reported to patient or staff.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.